Event description:
It was reported that device embolization occurred. Event summary on (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. The 27mm watchman flx left atrial appendage closure device was implanted and released. After a few minutes, the watchman flx device embolized out of the laa and into the left ventricle. In the evening on the same day, surgery was successfully performed and the device was explanted from the left ventricle. Patient status: the patient was stable and in good condition post explant. Additional information: it was further reported that the watchman flx device was noted to be trapped under the mitral valve prior to removal. The embolization was discovered by transesophageal echocardiogram. The device was removed by transapical surgery, so the left atrial appendage was not closed. No further patient complications were reported.

Event description:
It was reported that device embolization occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. The 27mm watchman flx left atrial appendage closure device was implanted and released. After a few minutes, the watchman flx device embolized out of the laa and into the left ventricle. In the evening on the same day, surgery was successfully performed and the device was explanted from the left ventricle. The patient was stable and in good condition post explant.